Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator "moved" and could not be charged following a fall (B)(6) prior. It was possible that the ins needed to be replaced. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.